Event description:
During the case, there was fluid leaking into the battery compartment of the suction irrigator. There was brown "coffee grounds" looking substance and fluid leaking out and dripping down onto the neptune and the floor. Unsure if this went into the suction tubing to the patient. The device also appeared to have some of the plastic around the edges bent/ peeling.